Event description:
The acetabular insert was loose in the shell. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: condition of the insert due to intra-operative procedures preclude a determination of the cause of this event.